Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4)

Event description:
A patient reported that her vision was marred by a completely centered, perfectly circular artifact following implantation of an intraocular lens. The artifact is constant. Words disappear while reading and can¿t see faces of people or pedestrians on the street. Additional information was requested; however, further information has not been received.